Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the issue was solved by replacing o2 gas module. It was determined that the part responsible for the leakage was the nozzle unit. No parts have been returned for the further analysis of the issue. The o2 gas module regulate the oxygen gas flow and a fault in the o2 gas module may lead to inaccurate gas flow regulation. This will be detected during sco and alarms will be activated if the failure occurs during treatment. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation had a faulty o2 mode. No information if patient was involved. Manufacturer's reference #: (B)(4).